Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a reported extrusion of the implant coil most likely due to wound healing problems. Re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the device though the skin, most likely caused by wound healing problems and pressure applied to the skin. The explanted device is not available for investigation. This is a final report.

Event description:
There was a reported extrusion of the implant coil most likely due to wound healing problems. The device was explanted.